Event description:
Additional information indicates that the health care provider reviewed recent latitude data and determined that lead trends had improved since reprogramming lead configuration to unipolar approximately one month ago. One spike was noted in atrial threshold, but the hcp noted she did not think this was likely related to the mv sensor. Ts discussed they agreed as no spikes had occurred in lead impedance.ts also reviewed the latest episode and discussed the reason for the loc marker on the electrogram was due to an intrinisc beat falling in the noise window. Following this the pace did not capture as the beat put the heart into a refractory period. Both leads are non-boston scientific leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a latitude alert that a lead safety switch (lss) had occurred on this pacemaker. The non-pacer dependent patient came to the clinic for system testing. Impedance measurements were erratic in bipolar configuration but were stable when tested in a unipolar configuration. It was noted that the minute ventilation feature had been programmed off. A boston scientific technical services (ts) consultant reviewed the last latitude transmission and confirmed that the lss occurred approximately one week prior due to high, out-of-range pacing impedances on the non-boston scientific right ventricular (rv) lead. Ts also noted that impedance spikes had started about two months before. The ts consultant discussed that the issue could be due to spring contacts in the header; ts reviewed previous episodes and no noise was noted. Ts also discussed potential device programming considerations. No adverse patient effects were reported. This device remains in service.